Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of a heavily calcified common femoral artery using one starclose se device and two perclose proglide devices. Reportedly, during deployment of the initial proglide device, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide device was attempted cut also resulted in a needle-to-cuff miss. After removing the second proglide device over a guide wire, a starclose se device was attempted, but after clip deployment, bleeding continued. Leaving the clip in the vessel, manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reportedly untrained in the use of the starclose se or perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all relevant information. Devices #1 proglide and device #2 proglide are being filed under separate manufacturer report numbers. Use in a heavily calcified vessel. Arteriotomy closure was attempted of a heavily calcified common femoral artery using a starclose se device. Vessel calcification present at the puncture site can cause the clip to incorrectly deploy resulting in inadequate tissue capture by the clip and a failure to achieve hemostasis. The instructions for use state under precautions to don not deploy the clip in areas of calcified plaque. In addition, the safety and effectiveness of the starclose se vascular closure system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The starclose se device was not returned for analysis and the lot number was not reported, which may have assisted in the investigation. Failure to achieve hemostasis can be influenced by numerous factors including, but not limited to, operator deployment technique, patient anatomical conditions, and/or a manufacturing deficiency. The deployment technique of the operator, such as, an inadequate nick-and-spread, improper seating of the clip delivery tubeset on top of the arteriotomy site, not maintaining downward pressure during clip deployment, device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, and retraction of the device during clip deployment, can contribute to the reported event. However, information relevant to the deployment technique of the operator was not provided. Patient anatomy, such as, the reportedly heavily calcified vessel, may also contribute to the reported experience. The starclose se instructions for use (IFU) state under special patient population that the safety and effectiveness of the starclose device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque. Although a conclusive cause for the reported event could not be determined, it is likely that the use of the device in a heavily calcified vessel, contributed to the reported event. A review of the lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. However, to assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.